Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 296 mg/dl at the time of incident. The customer was assisted in clearing the alarm. The customer stated that they were unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.